Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction to d4; UDI is not applicable. The reported event of tip fracture could not be performed as no pictures were provided, and the tip was not returned. Visual examination of the returned product identified signs of prior use. The prongs at the distal end of the inserter are nicked and gouged. The strike plate on the proximal end of the inserter is also gouged. There is some epoxy residue on the tip of the inserter where the black poly impactor tip would have been positioned. The black poly impactor tip was not returned with the device. The picture provided did not show the impactor tip either. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the black impactor tip fractured during impaction. The correct surgical technique was used, and an alternate impactor was successfully used to complete the procedure. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.